Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided. Initial reporter name - this article was written by luke harmer, thomas throckmorton, and john w. Sperling. Manufacture date ¿ unknown. Device location unknown.

Event description:
Information was received based on review of a journal article titled, "total shoulder arthroplasty: are the humeral components getting shorter?" Which aimed to examine shortening of the humeral component or eliminating the stem entirely to rely on stemless fixation in the humeral metaphysis. The short stem study included thirty-four (34) patients with the verso humeral component who were followed for at least 24 months. Patients ranged between the ages of 58 and 93 years. The journal article reported two (2) dislocations, two (2) metaphyseal fracture, forty-one (41) glenoid fractures, one (1) acromion stress fracture, one (1) glenoid periprosthetic fracture and four (4) metaphyseal periprosthetic fractures. The authors of this article conclude that there are advantages of a shorter stem, including preserved bone stock, less stress shielding, eliminating the diaphyseal stress riser, ease of stem removal at revision, and humeral head placement independent from the humeral shaft axis. However, it is not clear how or when these implants may fail. Future clinical trials are necessary for more robust conclusions.